Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been over 600 mg/dl the past few days. Troubleshooting was initiated for her hyperglycemic episodes. The previous day the customer treated two times with a bolus of 75 units, but her blood glucose only went from 698 mg/dl to 668 mg/dl. She also mentioned that her head was hurting and it was hard for her to see out of her right eye; she did not feel good and wanted to stop troubleshooting. She also confirmed that she had a respiratory infection. Customer was advised to go to the ER and she said she would call someone to take her if she felt worse. Troubleshooting was continued and the customer discovered that her insulin vial was neither cloudy or expired, but that it smelled differently. The customer was advised to use a different vial. No products were returned and a tubing clamp was shipped to the customer so she can call back and perform a high pressure test on the pump.